Event description:
During implant procedures, high impedance values were noted on the right ventricular (rv) lead. The physician opted to implant a new rv lead. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures. Visual and x-ray inspection of the lead did not find any anomalies.